Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0l5jz, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the reason for their call was that since receiving their implant on (B)(6) 2017 that the stimulation was not working. The patient said they were told by their health care professional (hcp) that the best they could expect was 50% improvement and the patient said that they were tracking and making adjustments. The patient stated that at their last annual check with their hcp in (B)(6) 2019, they told their hcp that they didn't believe it was working and stated that their hcp had checked using equipment and said that ¿4-5 wires¿ were not working. Based on the discussion with their hcp the patient decided to try ptnm treatment instead. The patient stated they completed the 12 week program and then they were going once every 3 weeks until about 7 weeks ago and they just didn't want to do it anymore. The patient said that they would like to have the implant removed. Troubleshooting was not performed because the patient did not request it, however they did ask if they could turn the therapy on after their knee replacement surgery (not alleged to be related to the device/therapy,) and information was reviewed with the patient. It was also clarified with the patient that most likely the hcp had been referring to electrodes at their last appointment instead of 4-5 wires. The patient was redirected to their hcp to further address the issue. No further complications were reported at this time.